Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms . Reportedly, the customer's blood glucose level was impacted. Customer changed out all supplies (cartridge/infusion set) and the occlusion resolved.